Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited atrial undersensing that resulted in pacing at the maximum tracking rate (mtr). As a result, the patient passed out and was admitted to the hospital. The health care professional (hcp) requested programming adjustments for ra sensing, and technical services (ts) paged a local field representative to help troubleshoot. This pacemaker remains in service. No additional adverse patient effects were reported.